Manufacturer narrative:
Product analysis: model# g6626745, lot# h5199027 .visual examination of the returned implant confirmed that the top center portion of the implant around the locking cap is fractured in multiple locations. Microscopic examination of the fractures appears to emanate from the locking cap, with witness marks on the top face of the locking tab is noted, consistent with impact during attempted implantation. The above observations are consistent with significant impaction force on the implant locking cap during the attempted insertion. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with cervical foraminal stenosis for spinal therapy. It was reported that intra-operatively, product was tamped into final position with a bone punch and the implant fractured. There were no patient symptoms or complications associated with this event.